Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient's heart rate was 20-30 beats per minute. The implantable pulse generator (ipg) was going to be interrogated. No patient complications have been reported as a result of this event. The available information suggests the ipg and lead remain implanted and in use. No additional information is available.